Manufacturer narrative:
(B)(4). (B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17402344 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a saber balloon catheter (5mm6cm 155), it was reported that the balloon catheter was delivered to the lesion and inflated as a pre-dilatation. However it ruptured immediately. Therefore it was removed intact from the patient and another saber balloon catheter (5.0x100) was used. There was no reported patient injury. The product will be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The target lesion was the superficial femoral artery. The lesion was not calcified and mildly tortuous. The rate of stenosis was (B)(4). The following information is unknown, the contrast media used, the contrast to saline ratio, the type of inflation device used, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, the amount of times the balloon was inserted into the patient or if there was any difficulty removing the balloon catheter from the patient.